Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that the pt's device was explanted due to loss of therapeutic effect. The pt was experiencing urgency and frequency. The pts physician felt as if the leads were not functioning adequately. In addition, the neurostimulator had no power. The pt returned to the physician's office on (B)(6) 2010 for reprogramming and seemed to be doing fine.